Event description:
Boston scientific received information that the patient reported when the communicator was plugged in they noticed a burning smell and a whistling sound coming from the plug. No patient injury was reported. A replacement communicator was shipped to the patient.

Manufacturer narrative:
The communicator was returned for analysis. The post market quality assurance lab confirmed the reported allegation an audible ringing sound made by the power brick when plugged into the ac source. In addition a burning smell was noticed after it was plugged into the power source.

Manufacturer narrative:
Additional analysis of the power brick was performed and found the power brick case displayed signs of melting. It was observed that the returned power brick's case was deformed (melted) and a gap had developed between it and the strain relief.